Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 06/18/2014. Evaluation shows right side stem wont grab, collar separated. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Right side will not lock.